Manufacturer narrative:
Correction: d9. Visual inspection performed by r&d department. Revision of a gmk sphere tibial insert due to instability after 8 months from the primary surgery. The 11 mm insert was replaced intraoperatively with a 14 mm insert to achieve the desired stability. The root cause of the initial instability remains unknown. Visual inspection of the returned 11 mm tibial insert revealed minor dents and scratches on the anterior 'snapping' fixation features, and a medium dent on the medial posterior surface of the insert, likely caused by insertion and removal during the procedure. No other anomalies or relevant findings were observed during the visual assessment. Based on the available evidence, there is no indication that the need to change the insert thickness due to instability was related to a defective device.

Manufacturer narrative:
Batch review performed on 11 november 2025. Lot 2409804: (B)(4) items manufactured and released on 23-may-2024. Expiration date: 2029-05-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 8 months after the primary, the patient came in reporting instability and the cause is unknown. The surgeon upsized the liner to give the patient more stability. The surgery was completed successfully.